Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that impedance measurements were taken and they were between 1923-4337 ohms at 3.0 volts. The patient woke up one day 2 years prior to the report (2014) and stopped feeling stimulation. The health care provider was going to order an x-ray. The battery voltage at the time of the report was 2.975 volts. The patient was not feeling stimulation at 10.50 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.